Manufacturer narrative:
Part number: 388.452, lot number: t159078, manufacturing site: (B)(4), release to warehouse date: may 18, 2018. A review of the device history records was performed for the finished device lot number, and no non-conformance's were identified. Visual inspection: the instrument was received at us customer quality (cq) and upon inspection three of the four pivot screws are loose, an indication that the laser weld had failed/broke; resulting in the complaint description. No other issues were identified. A device failure was identified. Service and repair evaluation: the customer reported the screw came apart. The repair technician reported one of the screws came out. Supplier unable to repair is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Dimensional inspection: a dimensional inspection was done due to post manufacturing damage. Document/specification review: the following drawings were reviewed: - lock removal pliers veptr note: pivot screw should be staked of laser weld on far side to retain. Based on the review of the above drawings, no design issues contributing to relevant complaint condition were identified. Conclusion: no definitive root cause was able to be determined as the circumstances surrounding the complaint are unknown, most likely the weld was broken during sterilization to loosen the screws for cleaning. During the investigation, no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, during inspection of loaners set it was found out that the screw came apart from lock removal pliers. There was no patient involvement. Upon investigation by the manufacture it was discovered that the device was broken. This report involves one (1) locking removal pliers. This is report 1 of 1 for (B)(4).